Event description:
Additional information received reporting the patient's death is not believed to be related to the vns device. With the vns the patient was seizure free and they were receiving therapy at the time of death. The patient passed away on (B)(6) 2024 and no devices were explanted. The cause of death is unknown.

Event description:
It was reported that the patient passed away. No other relevant information has been received to date.